Event description:
A report was received that the patient was experiencing pain at the pocket site. The physician prescribed the patient analgesic patches to place over the pocket site and the patient's pain subsided.